Event description:
It was reported that during a da vinci si ureteral re-implant procedure the tip of the 5 mm needle driver instrument broke off and fell into the patient. The broken piece was retrieved and the planned surgical procedure was completed with an instrument of the same type. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed one needle driver grip broken off at the grip base. Engineering concluded that damage was likely due to excess force applied to the grip. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. On (B)(4) 2012, isi followed up with the isi clinical sales representative present during the surgical procedure and she indicated that there was nothing unusual noted with the instrument prior to breakage of the needle drive instrument, however, the instrument was uninstalled multiple times during the surgical procedure. The csr indicated that the broken instrument piece was removed through an assistant port and there was no patient harm, adverse outcome or injury.